Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with progressive weakness and joint pain, anemia, and marked thrombocy topenia. Blood cultures were taken which grew strep species. An echocardiogram was taken which showed vegetation/ infection on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) system was explanted and medication were administered. No further patient complications have been reported as a result of this event.